Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a spinal fusion at l5-s1. At an unknown time post-op, it was reported that there was migration on the left side of the construct and "reversal of spondylolisthesis reduction". "The rod on the left side at l5 was loose with the screw totally out of the tulip head with the set screw still in place. Left l5 screw showed signs that it was no longer fixated in the pedicle and was partially in situ upon removal and on the MRI scan." Patient underwent a revision to replace migrated implants. Patient was stable and recovering.

Manufacturer narrative:
Analysis of the returned device shows that the rod, bone screw, and set screw where returned lightly assembled. Upon dis-assembly it is noted that only one side of the bone screw¿s saddle has a witness mark from the rod. The mark from the rod also rolls of over the corner of the saddle. The treads on the head of the bone screw head show deformation mainly on one side. These observations consisted to when the rod is not fully seated in the head when the set screw was tightened. There is does not appear to be appear to be a failure with the bone screw it appears the rod was not seated properly in the bone screw head before the set screw was installed.